Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026 around 4:45 pm, the patient experienced severe hypoglycemia with seizures and a visit to the emergency room. She was sitting down, and upon standing, she called for help as she felt herself losing consciousness. She then lost consciousness and had a seizure. Her partner administered baqsimi (nasal glucagon). The patient stated she had not done any sports or any particular physical activity over the weekend. The two reported boluses were well-timed (1:46 pm and 2:45 pm). The sensor indicated: 174 mg/dl at 4:54 pm; 142 mg/dl at 4:59 pm; 139 mg/dl at 5:04 pm; but it never reported any hypoglycemia. Her partner stopped the pump at 5:07 pm. The first capillary blood glucose test was done at 5:34 pm (188 mg/dl) because they were unable to obtain a drop of blood before then. At the time of report, the patient¿s condition was unspecified. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within c zone of the parkes error grid. No additional patient or event information is available.